Event description:
Per the clinic, the patient was explanted on (B)(6) 2012, due to improper electrode placement. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.